Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer reported that the malfunction arose while the user was attempting to dispense medications to a patient. However, medications were accessible through other devices and the inpatient pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue occurred due to software. A field service engineer, updated the firmware and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.